Event description:
A (B)(6) male pt contacted zoll customer support to report that the battery charger would not power on. The pt was issued a replacement charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery evaluation sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. As received, the charger/modem would not power on. Upon evaluation, the power supply connector was damaged. The cause of the inability to power on is the damaged power supply connector. The root cause of the damaged power supply connector cannot be positively identified but is likely physical abuse. No adverse event resulted from the defective power supply. The pt was issued a replacement battery evaluation.